Event description:
Reporter indicated that pt has had an increase in seizures above their pre-vns baseline since vns implant. The pt indicated that pt did not think that their device was programmed to high enough parameters to obtain seizure control. The pt's device was programmed to on with normal mode output current at 0.5ma. As of the following month, the normal mode output current was increased to 0.75ma and was increased to 1.25ma 14 days later. Medication changes were 200 mg qpm with plans to increase to 200mg bid. It was reported that the pt has had some improvement; although the seizure activity has increased, the duration and intensity of the seizures has decreased. Device diagnostic testing at office visit was within normal limits, indicating proper device function.